Event description:
It was reported that a filter that was implanted three years ago, had an arm of the filter break off and migrate to the lung. It was also reported that at least 2 legs have perforated the cava. The patient is anticoagulated and seems to be doing okay.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unknown. The result of the investigation was inconclusive as no sample was returned for evaluation. It is unknown if patient or procedural factors contributed to this event. The current IFU (information for use) states that "complications may occur anytime during or after the procedure" and can include the following 1. "Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU". 2. "Perforation or other acute or chronic damage to the ivc wall". The IFU further advises the user that "the risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a patient who is at risk of pulmonary embolism without intervention".